Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior the procedure, there was trace baseline effusion noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect transseptal access system (vcc) and radiofrequency (rf) wire. The vcc rf wire was placed in the left superior pulmonary vein (lspv) to advance the watchman fxd curve access system (was) to the left atrium. A non-boston scientific (bsc) pigtail catheter was advanced to the laa and a contrast injection taken under fluoroscopy. Based on transesophageal echocardiogram (tee) measurements, a 20mm watchman flx pro closure device and delivery system (wds) was selected and deployed and recaptured 4 (four) times partially and 1 (one) time fully. The physician decided to remove the wds and reinsert the non-bsc pigtail catheter to reposition the was into a more posterior position in the laa. A new 20mm wds was opened and prepped and a new injection was performed through the non-bsc pigtail catheter. Review of the fluoroscopy images shows cardiac motion and silhouette normal at this point. The second 20mm wds was inserted and deployed yet was repositioned 2 (two) more times and then was tugged to test anchor engagement. This wds moved proximally and was still in an acceptable position and then re-tugged. This wds moved again proximally and was once again redeployed. This wds was in an acceptable position and again tugged to try to run through the release criteria. At this point, a pe was noted on tee. The procedure was paused to assess pe and address vitals as the patient experienced hypotension which required intravenous fluids. The patient was watched with the wds in place for approximately 3-4 (three to four) minutes. The decision was made to give protamine and remove the wds. The wds and was were removed from the la and the procedure was aborted. The physician inserted an 8.5fr pericardial drain and drained approximately 1,200cc's of blood from the pericardial space. Patient was hemodynamically stable throughout the pericardiocentesis. The pericardial drain was left in place, and the patient was transferred to the intensive care unit (ICU). The patient is expected to fully recover. It was further reported that the patient has been discharged.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior the procedure, there was trace baseline effusion noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect transseptal access system (vcc) and radiofrequency (rf) wire. The vcc rf wire was placed in the left superior pulmonary vein (lspv) to advance the watchman fxd curve access system (was) to the left atrium. A non-boston scientific (bsc) pigtail catheter was advanced to the laa and a contrast injection taken under fluoroscopy. Based on transesophageal echocardiogram (tee) measurements, a 20mm watchman flx pro closure device and delivery system (wds) was selected and deployed and recaptured 4 (four) times partially and 1 (one) time fully. The physician decided to remove the wds and reinsert the non-bsc pigtail catheter to reposition the was into a more posterior position in the laa. A new 20mm wds was opened and prepped and a new injection was performed through the non-bsc pigtail catheter. Review of the fluoroscopy images shows cardiac motion and silhouette normal at this point. The second 20mm wds was inserted and deployed yet was repositioned 2 (two) more times and then was tugged to test anchor engagement. This wds moved proximally and was still in an acceptable position and then re-tugged. This wds moved again proximally and was once again redeployed. This wds was in an acceptable position and again tugged to try to run through the release criteria. At this point, a pe was noted on tee. The procedure was paused to assess pe and address vitals as the patient experienced hypotension which required intravenous fluids. The patient was watched with the wds in place for approximately 3-4 (three to four) minutes. The decision was made to give protamine and remove the wds. The wds and was were removed from the la and the procedure was aborted. The physician inserted a 8.5fr pericardial drain and drained approximately 1,200cc's of blood from the pericardial space. Patient was hemodynamically stable throughout the pericardiocentesis. The pericardial drain was left in place and the patient was transferred to the intensive care unit (ICU). The patient is expected to fully recover.